Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was hospitalized last night for an altered mental state and respiratory distress. The hcp was questioning the pump and wanted to have the pump interrogated.